Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a cannula infusion set, which was attributed during troubleshooting to a later-than-usual dinner; the device delivered corrective insulin and blood glucose returned to normal, with a measured value of 82 mg/dl at the time of the call. Symptoms included elevated blood glucose. Outcomes included resolution of hyperglycemia without emergency care or hospitalization. Investigation included user education and review of device function and alerts, including acknowledgment of a device alert. Investigation of this case revealed normal ilet operation with appropriate automated insulin modulation and low-glucose suspend behavior explained to the user, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with behavioral or situational factors affecting glucose control. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.